Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent came off of the balloon. The taxus express2 8.8% 3.0 mm x 32 mm stent was unable to cross the lesion in the circumflex (cx) artery. Upon retrieval, the physician felt the stent delivery system "lock up" on the wire. The physician was able to pull the wire and stent delivery system out but noticed that the stent had dislodged from the delivery system. The stent was successfully retrieved by using a 7 mm microvena snare. No pt injuries or complications were reported.